Event description:
It was reported that while in the intensive care unit the male patient needed invasive ventilation and deep sedation. The medical doctor/interventional cardiologist inserted the intra-aortic balloon (iab) through the 8fr sheath via right femoral artery without issue and connected to the intra-aortic balloon pump (autocat2 wave, serial number (B)(4)) successfully. An x-ray was performed during insertion and findings were abnormal inflation. Approximately four days after successful iabp therapy, they were unable to remove the iab; light wave did not work. It was then found that the iab had ruptured. The iab integrity was maintained. As a result, it was necessary to remove the distal part of the iab and repair the artery by the vascular surgeon. There was not another attempt at the procedure because no problem came out after initial difficulty in inflation until the attempt was made to remove the iab. There was an approximate 10-15 minute interruption in therapy. There was no report of patient death. The patient outcome is the patient is alive.

Manufacturer narrative:
(B)(4).